Event description:
It was reported that the patient has a habit of vigorously clenching his jaw, which reportedly caused the breakage. One of the plates broke at a screw hole. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a patient had maxilla leforte mandible bilateral sagittal split osteotomies on the third molars. Patient was committed post operatively because all four maxillary plates broke. Second operative procedure was to remove broken hardware and re-plate leforte osteotomy. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Four plates and several screws were received for evaluation with complaint category "broke" and complaint description "patient was committed post operatively, all four maxillary plates broke. Consultant reports that the patient has a habit of vigorously clenching his jaw, which caused the breakage." The 4 plates are broken into several pieces and the pieces have several bends. No broken screws were received, all received screws show no sign of damage. (B)(4). Per the complaint description, "consultant reports that the patient has a habit of vigorously clenching his jaw, which caused the breakage." The most likely cause for this complaint was excessive force applied to the devices during vigorous jaw clenching prior to the bone healing. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing evaluation was performed in addition to the previously reported design evaluation. The four plates are broken into several pieces and the pieces have several bends and damage. The broken off fragments of all involved four broken plates are mixed together in one plastic bag. Due to the mixing up of the fragments of four different broken plates and missing lot numbers on the parts it cannot be verified to which article number the various fragments belong. A manufacturing conclusion cannot be presented due to the condition of the products. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading.

Event description:
Patient vomited postoperatively,which may have contributed to the breakage.